Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 500 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. It was also stated that the customer frequently experiences bent cannulas and tenderness at the insertion site. Advised the mother to have the customer try different infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.